Event description:
The manufacturer received information alleging the active exhalation verification test step had failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was evaluated by a philips service engineer, and the customer¿s complaint was confirmed. During the evaluation it was noted that there was a hole in the tubing located between the active exhalation controller and the porting block adapter causing the active exhalation verification test step to fail on the device. In conclusion, the device's tubing was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the front enclosure case and gasket were replaced for physical damage unrelated to the reportable issue. The cord retainer was replaced due to it was missing on the device. This was unrelated to the reportable issue. The device passed all final testing.